Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the infusion device was giving an e-6 error message when the cartridge was 1/2 full. The customer went to the hospital. The blood glucose results obtained at the hospital were not provided. The hospital treated the patient with an infusion of insulin. It is unknown how long the patient was hospitalized. The infusion device was requested to be returned for product evaluation.